Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, the white overmold on the device disengaged but did not fall into the patient cavity. Another device was used to complete the procedure without incident. There was no patient injury.